Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device would not accept the attachment coupling tool (failed pretest for check the attachment coupling). It was further determined that the coupling head was worn, and the device made an unusual grinding noise while running. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a pre-surgery set up, it was discovered that the small battery drive device would not work. During in-house engineering evaluation, it was observed that the device made an unusual grinding noise while running. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.